Event description:
Baxter svs ctr reports leak in cassette of homechoice set used for automated peritoneal dialysis therapy. Leak was identified by svs ctr when moisture was noted in pneumatic area of returned homechoice device. No pt injury was reported at time of device return.